Event description:
The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lfs customer service. The lay user/patient contacted lifescan (lfs) customer service on (B)(6), 2010 alleging that the onetouch ultramini system kit did not have a clear cap. The patient's diabetes is managed with oral medication. The patient's issue began when she received the new lancing device, the onetouch delica, in her onetouch ultramini system kit. Per the labeling in the system kit, the new lancing device does not have the option to use the clear cap for alternate testing site. The patient reportedly could not test on the subject meter due to the allegedly missing clear cap. 3 weeks later, the patient claimed she was hospitalized and treated with insulin for a blood glucose reading of "500 mg/dl" obtained on the hospital meter. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, it was explained to the patient that the onetouch ultramini system kit which has the new delica lancing does not have a clear cap for alternate site testing. This complaint is being reported because the patient claimed she received medical intervention that would suggest hyperglycemia 3 weeks after receiving the onetouch delica lancing device in the system kit. Although there is no product issue, this complaint is being reported due to a use error.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.